Manufacturer narrative:
A ge service rep performed an on site investigation. The hard-drive and gpos connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe found that the workstation would not boot up. There is no report of death or serious injury associated with the event.